Event description:
Customer was hospitalized on two occasions due to high bgs. Customer has experienced bent cannulas and no delivery alarm. Md advised customer not to use the pump and revert to injections and for customer to call helpline to assure pump is working. After reviewing; the alarm history confirmed that pump had experienced an e21 alarm. Advised customer pump will be replaced and will send 6mm infusion sets instead of 9mm which customer has been using.